Event description:
It was reported that there was a possible lead fracture. It was also reported that there was noise on the electrogram and the lead integrity alert triggered for oversensing. The lead was turned off and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary- a proximal portion of the lead was received measuring 51 cm. A distal portion was received measuring 51 cm. The proximal conductor of the lead developed a fracture due to flexing while in vivo, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. (B)(4).